Manufacturer narrative:
(B)(4). Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found; ins functionally ok. Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that there was tissue hypergranulation (origin unk) at the implantable neuro stimulator (ins) site. The ins was explanted. No other info was provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.